Manufacturer narrative:
The biopsy guide was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The biopsy guide was able to lock and release without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the precision aiming device (pad) was not tightening. There was no patient present when this issue was identified.